Event description:
It was reported that the patient experienced an arrhythmia. The right ventricular (rv) lead exhibited unstable/high thresholds, intermittent capture, high/undefined impedance, oversensing, and noise. A fracture was suspected. Reprogramming was performed. Subsequently, the lead was capped and replaced no patient complications have been reported as a result of this event.